Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contractions ablation procedure, a hematoma occurred. Resistance was encountered when the catheter was inserted in a short introducer. The catheter was removed, and the distal portion was noted to be twisted. The patient developed a hematoma at the insertion site that was treated with manual pressure. There were no other adverse consequences to the patient.